Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose (bg) level was "high"; although specific value was not provided, due to allowing the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Elevated bg was address by correction bolus. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.